Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Because a sample was not returned, the root cause cannot be determined. There has been one similar complaint in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
An ophthalmic surgeon reported that the patient's intraocular pressure increased following a cataract extraction with intraocular lens implant/glaucoma filtration device implant procedure. One month following the procedure, a suture lysis and needling were performed. Three months following the procedure another needling was performed. One year following the procedure a prostaglandin and beta-blocker/carbonic anhydrase inhibitor combination topical medication was prescribed. Approximately eighteen months following the procedure the prostaglandin was exchanged for another prostaglandin and an alpha agonist topical medication was added to the regimen. Approximately thirty months following the initial procedure, a trabeculectomy was performed. The surgeon considered this event to be non-serious. The causal relationship between the device and the event is probable. The patient is recovered. The device remains implanted. Additional information has been requested.